Event description:
Alaris texium valve used in chemo therapy treatment does not make a tight seal with the IV tubing luer lock. Exposure to chemotherapy via leakage, spills and disconnecting valves have occurred.